Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. A good square image appeared in the system and the product performed within specification. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that image did not appear. The target lesion was located in a non calcified unspecified lesion. During percutaneous coronary intervention, an opticross¿ imaging catheter used to visualize the vessel however, image did not appear during initial usage. Despite reconnection and flushing, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, product analysis revealed a hole at the sheath lap joint junction between the blue sheath and clear imaging window tubing.